Manufacturer narrative:
Complaint allegation is not confirmed. Upon visual evaluation, stopcocks assembly nut was not returned, the black button came off, for the sheath, hf, tap/fen, 2 stopcock for 4.0 mm scope. A metal ring, which is not a part of the device, was returned along with it. Functional testing was not performed due to the damage to the device returned, without the black button and stopcock.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-(B)(4). That an ar-3373-4002 sheath had an issue. The camera would not sit on the sheath and kept coming out during the case. This was discovered during an unspecified procedure, with no patient harm.